Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2015 stating that the implantable neurostimulator (ins) and lead had been explanted on (B)(6) 2015. The cited reason for removal was that it had not been working, per the patient. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly as the battery had reduced capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the stimulation lead body was cut through and the product was segmented. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient requested physician listing information because they wanted scs (spinal cord stimulation) explanted. It was noted that the patient thought it was just the battery that could not go through the MRI, and the patient mentioned that they had a CT a couple years ago and was told it was ¿disconnected¿I told the hcp that the battery was twisted, it felt like a blade in there cutting away. I lost at least 60 lbs since I had it put in.¿ the patient indicated that they showed the hcp a ¿disc and paperwork¿ proving it was twisting, but the hcp ¿said it not.¿ the patient stated that their primary hcp told them not to get the scs because they ¿got irritated real easy.¿ the patient stated they thought the ability ¿to change speed, but it irritated me. So I shut it off that night and it never restarted.¿ it was noted that a surgery they did in 1998/1999 ¿needed fixing,¿ they couldn¿t do an MRI. It was noted that the pain made the patient angry and they took it out on people around them. The patient ¿heard there was a 10-15% chance that the ins was leaking in them.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an overstimulation sensation. The patient could not get used to the stimulation in the first month. It was driving her ¿banana¿s¿ so she turned it off about 2.5 weeks after the implant in the middle of the night. It was also stated it was about a month later. The patient never had therapeutic effect, and when she turned it off, it obviously wasn¿t doing much good either. The patient had neuropathy and a bad back where her surgery was breaking apart. The patient tried to turn the stimulator back on (reportedly the next morning) but it just beeped. The patient read the programmer and it stated it needed to charge. She tried to use the recharge belt and didn¿t move for an hour but it wouldn¿t take a charge. It would just keep beeping. She tried again and it still wouldn¿t take a charge. The patient had not been able to turn stimulation on since that night it was turned off. In addition, the patient stated the stimulator may be flipped. The patient stated that 3-4 months after implant, she had a CT scan because the patient swore the stimulator was flipping around inside of her. The patient brought the report to the physician and the report stated the wire was not connected to the battery. It was twisting in there and tearing up the patient¿s muscle where the battery was. The patient stated she was told the wire in the spine would cause the patient more pain and that¿s what it was doing when the patient twisted when sitting/bending as it was ¿strumming¿ on the nerve between the battery and that wire. The patient stated the physician kept cancelling appointments for 6 months and wasn¿t able to see the physician until a year later. The patient had spoken to the nurse and relayed that she wanted to remove the battery. The patient stated the physician refused to remove it; he had thought it was going to be replaced. The patient was still attempting to have it removed and was looking for a physician to do so. Additional information from the physician was requested. If received a follow up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.